Event description:
A respiratory therapist noticed that a #8 inner trach cannula did not positively click into place when performing a trach change on a patient in the ICU. The rib around the inner cannula isn¿t clicking into the outer cannula, it is sliding in and out without interference leading to possible ¿popping out¿ of the inner cannula. He tried a second one to find the same issue. Upon investigation, they were the same lot number. They pulled from another lot, and it connected in place as it should. This was confirmed with a second alternate lot number.